Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 95% stenosed target lesion was located in the severely calcified and moderately tortuous common iliac artery. A 9.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 3seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.